Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the fingerprint scanner did not record. The field service engineer (fse) replaced the keyboard cover, which had shown signs of wear. Dry weather conditions and their potential impact on biometric identification were discussed, and the use of the middle finger of the non dominant hand was suggested. Biometric identification functionality was verified, and all keys were confirmed to be functional. Preventive maintenance (pm) was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the fingerprint scanner did not record, and also informed that an error indicating a bogus fingerprint was displayed, in addition to the keyboard not functioning. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.